Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, the suture broke. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed as the non-rail suture containing the knot was not returned with the device. However, the analysis of the device indicated the suture was inadvertently cut as the knot was advanced to the vessel, which can appear similar to the operator as the reported experience. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.